Event description:
The customer reported that the system monitors failed to power up at boot resulting in a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation boards and cable connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.